Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. The investigation determined that the reported event was due to a faulty/defective internal battery. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. There was no patient harm or a serious injury reported as a result of this incident.